Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found external insulation abrasion noted from 15.8 cm to 17.1 cm from the distal tip, consistent with friction against another implantable device or feature of the patient's anatomy. All other damage found was sustained during procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.